Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 500 mg/ml for a total dose of 100 mcg/day via an implantable pump. It was reported the patient experienced a post-operative infection. It was unknown what factors may have led or contributed to the issue. Diagnostics/troubleshooting included cultures were taken. Actions/intervention included surgical intervention where the in trathecal baclofen system was explant on (B)(6) 2020 secondary to post-operative infection. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's medical history and weight were asked but unknown. The event date was (B)(6) 2020. No further complications were reported/anticipated.